Event description:
Reportedly, during an anastomosis, the doughnut was not fully cut and the tissues were torn when the instrument was removed. A resection of tissues and protective temporary colostomy was performed.